Event description:
It was reported that during a percutaneous transluminal angioplasty for a patient with arteriosclerosis obliterans, a 6.0x20/135 (4f) f/g sterling otw balloon ruptured. The lesion being treated was 90% stenosed, moderately tortuous and severely calcified in the right common iliac artery. The first, second and third inflations, the balloon was inflated to 10 atmospheres. The fourth and fifth inflations, the balloon was inflated to 12 atmospheres. On the sixth inflation the balloon ruptured at 12 atmospheres. No stent was deployed. The balloon was removed intact. The balloon was visible under fluoroscopy. The procedure was completed with a different device. The patient status is listed as good.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.